Event description:
It was reported that the patient experienced a shocking/jolting sensation. The stimulation was doing some ¿zapping¿ and hard pulsating in the area where the patient felt the stimulation ¿ his legs. The patient had not made any adjustments and had only turned stimulation on and off. The stimulation was ¾ full and there were no falls or trauma. The patient was on program 1 at 2.5 v and stimulation was currently on. The patient tried to switch to a different program but was unable. The patient attempted to return to clinician settings but the programmer did not have this option. The patient was redirected to their physician for reprogramming. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7425, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3487a, lot# j0114212v, implanted: (B)(6) 2001, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 3998, lot# v118946, implanted: (B)(6) 2008, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).